Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 43mg/dl. Customer treated it with orange juice and crackers. Customer also stated about blood at site. Insulin pump will not be returned for analysis.